Event description:
A report was received that the patient had fallen over a year ago and the stimulator had stopped working. The fall was not device related. The patient decided to use the device again and impedance readings taken showed all contacts have high impedance. The physician will do a myelogram and then explant the patient due to non device related medical condition.

Manufacturer narrative:
A good faith effort was made to follow up with the patient on scheduled an appointment with the physician with no success. No further course of action will be taken at this time. A review of the manufacturing documentation of the implanted device revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient had fallen over a year ago and the stimulator had stopped working. The fall was not device related. The patient decided to use the device again and impedance readings taken showed all contacts have high impedance. The physician will do a myelogram and then explant the patient due to non device related medical condition.